Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (3) syringe pump modules had dim segments on the displays. Issues were observed while testing for few units. The customer confirmed that there was no patient involvement .